Event description:
A user facility reported a leakage at the housing cover of the oxygenator during priming. Upon follow-up, it was reported the leak originated above the temperature sensor connection. The complaint sample was available for product investigation and returned to xenios on 31/jan/2025. There was no indication of patient involvement.

Manufacturer narrative:
Additional information: b5, d4 plant investigation: the described situation is adequately addressed in the instructions for use and/or on the label. Documentation of module production revealed no non-conformity during the manufacturing process. No other similar complaint has been reported for this batch number. A crack was found in the recirculation port of the oxygenator. No defect was observed at the luer-lock adapter (cavity number of the injection mold is 4). No further investigation of the complaint sample was required. The issue will continue to be monitored.

Event description:
A user facility reported a leakage at the housing cover of the oxygenator during priming. Upon follow-up, it was reported the leak originated above the temperature sensor connection. The complaint sample was available for product investigation and returned to xenios on 31/jan/2025. There was no indication of patient involvement.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.